Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 05/15/2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was identified as potentially contaminated during an on-site pm. The technician took pictures of the internal tubing and forwarded it to cq for review. Cq director of operations and epidemiologist recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the brown discoloration of the tubing.